Event description:
It was reported that upon removal from packaging the implantable pacing lead tip was partially deployed. It was also reported that a stylet was unable to insert into the ipl lead. The ipl was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.